Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: derby et al. Prognostic value of the ratio between prosthesis area and indexed annulus area measured by multislice-CT for transcatheter aortic valve implantation procedures. J geriatr cardiol. 2016 sep; 13(6): 483¿488. Doi: 10.11909/j.issn.1671-5411.2016.06.004. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding measurement of prosthesis area and indexed annulus area for transcatheter aortic valve implantation procedures. The study population included 268 patients with a mean age of 80.6 years who were predominantly female.  Multiple manufacturer¿s devices were implanted in the study population; 201 patients were implanted with a medtronic core valve bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: arrhythmia requiring permanent pacemaker implant, myocardial infarction, stroke, congestive heart failure, acute kidney injury, major vascular complication, major bleeding complication, and moderate to severe aortic regurgitation.  No further information was provided pertaining to medtronic products.